Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a hole in the tubing set. The tubing set was being used to deliver an unspecified medication. At an unspecified time, a hole in the tubing at an unspecified location was noted. No specific details were provided. Although there was a potential for a leak, no leakage was reported. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.